Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies. The ins had a reduced battery capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul neurostimulator (ins). It was reported that the patient had burning at the battery site when she charged. It was unknown any factors that led to the issue. The device was reprogrammed to ld and hd settings. The entire system was explanted and the issue was resolved. The device was expected to be returned for analysis. No further complications were reported.